Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis, and the complaint was confirmed. The mega suturecut needle driver instrument was analyzed and found to have a broken grip cable at the distal end. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing.

Event description:
It was reported that the mega suturecut needle driver instrument was broken during training. There was no report of patient involvement.